Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) oc curred. Following implant, complete heart block (chb) developed and a heart rate of 50 beats per minute (bpm) was noted. Prior to implant, an atrial heart rate of 52 bpm was noted. No treatment was reported. No adverse patient effects were reported. Additional information was received indicating that approximately one year following valve implant, the patient was hospitalized because of acute coronary syndrome/myocardial infarction due to left anterior descending artery stent occlusion. A peak creatine phosphokinase level of 930 was reported. Percutaneous coronary intervention was performed, and the patient was discharged after rehabilitation. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve did not cause or contribute to the myocardial infarction; however, the cause was unclear. There was nothing of relevance in terms of patient anatomy that contributed to the occlusion, and the valve did not migrate and occlude the coronary artery.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) oc curred. Following implant, complete heart block (chb) developed and a heart rate of 50 beats per minute (bpm) was noted. Prior to implant, an atrial heart rate of 52 bpm was noted. No treatment was reported. Approximately one year following valve implant, the patient was hospitalized because of acute coronary syndrome/myocardial infarction due to left anterior descending artery stent occlusion. A peak creatine phosphokinase level of 930 was reported. Percutaneous coronary intervention was performed, and the patient was discharged after rehabilitation. No additional adverse patient effects were reported.